Event description:
Caller reported a cgm error and received assistance with performing a pump reset. After the reset, no further cgm error was observed, indicating there was no adverse impact to the customer's blood glucose level. The caller successfully started their sensor session with guidance from technical support.